Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 24.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2018. It was later explanted on (B)(6) 2018 because the patient complained of not being happy with the visual acuity, limited distance vision, not being able to read inside and only with natural light from outside, difficulty driving at night and not being able to see other cars on the road until being almost on top of them, sensitivity to light, and residual myopia. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same model, but different diopter of 22.5. Reportedly, the patient did well and left the operating room in good condition. At the patient's post-operative visit on (B)(6) 2018, the patient complained of still having trouble with visual acuity, reading the television guide was hard, and still sensitive to light. During the patient's next post-operative vision on (B)(6) 2018, the patient stated that their vision in the right eye was clear. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.